Event description:
It was reported that during routine checkout of the epg (external pulse generator), the biomedical engineer found that some of the segments in the high rate display were missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the lower case broken.